Event description:
It was reported that the patient had a high BG of 28.9 mmol/L on (b)(6) 2026 because of infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The patient was treated with bolus via pump.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.(b)(6). Based on the available information, this event is deemed to be a serious injury.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.